Event description:
Healthcare professional reported right side "fibrous sac not thickened, trace amount of fluid on the implant periphery. A deep radial fold running on the posterior surface of the implant in the lower outer quadrant is present. It reaches the lateral contour of the implant near 10 o'clock and causes a focal protrusion of the implant (corresponding to palpation of the thickening) - as before.there are no features of intra- and extracapsular ruptures", and "giant cell granulomas of the perimembranous type." Healthcare professional also reported fibrous cysts around the implants which is not device related. The device has been explanted and replaced.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: crease/folding of implant: not observed. Granuloma: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Cyst - ndr: not applicable as the event is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: no observed. Seroma-late: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Additional observations: deformation device and yellow biological tissue observed on the device. Cloudy observed in the gel. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "fibrous sac not thickened, trace amount of fluid on the implant periphery. A deep radial fold running on the posterior surface of the implant in the lower outer quadrant is present. It reaches the lateral contour of the implant near 10 o'clock and causes a focal protrusion of the implant (corresponding to palpation of the thickening) - as before. There are no features of intra- and extracapsular ruptures", and "giant cell granulomas of the perimembranous type". This record relates to the right side. The device has been explanted.

Event description:
Healthcare professional reported "fibrous sac not thickened, trace amount of fluid on the implant periphery. A deep radial fold running on the posterior surface of the implant in the lower outer quadrant is present. It reaches the lateral contour of the implant near 10 o'clock and causes a focal protrusion of the implant (corresponding to palpation of the thickening) - as before. There are no features of intra- and extracapsular ruptures", and "giant cell granulomas of the perimembranous type". This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2203-imaging required; f2201-biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events seroma-late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿fibrous sac not thickened, trace amount of fluid on the implant periphery¿, "giant cell granulomas of the perimembranous type".